Event description:
As reported through the (B)(4) trial, eighteen months post transcatheter aortic valve replacement (tavr) the patient was admitted to the hospital with left paralysis related to an ischemic stroke. Per the clinical database, the event was not due to a device malfunction, and the device and procedure relationships could not be assessed.

Manufacturer narrative:
The DHR review for the effected device was completed and the device met specifications prior to distribution. The device is not available for analysis as it remains implanted in the patient. Per the instructions for use, permanent or transient neurological events are potential adverse events associated with aortic valve replacement and bioprosthetic heart valves. However, there are multiple factors that could cause or contribute to stroke. Major risk factors for stroke include htn, atrial fibrillation, diabetes, family history of stroke, high cholesterol, increasing age, smoking, and race. Although the root cause for the stroke cannot be confirmed, the patient's comorbidities (i.e. Htn, major arrhythmia, high cholesterol) and advanced age could have contributed to the event. There is no allegation of device malfunction or mislabeling, and no deficiencies have been identified in the instructions for use. Therefore, no further actions are required at this time.